Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during investigation, the basal delivery was interrupted for 5hr due an unconfirmed ¿cs144¿ empty cartridge alarm (B)(6) 2018. The total daily dose added up correctly and reflected the programmed basal rate target..the ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specification. The pump passed a d delivery accuracy test and was unable to duplicate ¿inaccurate delivery¿ complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match the active basal program. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.